Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) a balloon burst occurred. The 60% stenosed, non-calcified and non-tortuous target lesion was located in the proximal left anterior descending (lad) artery. Without predilatation, a liberte 3.0x12mm stent was implanted in the lad. The 3.0x15mm quantum maverick coronary balloon was advanced to post dilate the stent. After six seconds into the first inflation the balloon burst at 12 atmospheres. The device was successfully removed and the case was completed without post dilating the stent. The pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications. The most probable root cause is determined to be operational context.